Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller reported that the patient had MRI on tuesday the patient claimed to put both devices in MRI mode. The MRI took 90 minutes. The patient reported feeling a lot of heating. Yesterday when the patient was trying to turn stim up on group c but was unable to. The caller checked impedances and found high impedances on the contact that was used for programming with group c. The caller indicated that 3 out 16 electrodes are out of range. The patient has an interstim device and therapy is working fine with the interstim system. The caller was not with the patient. Tss reviewed information about impedances. The caller indicated that they would follow-up with the patient and md about potential programming options.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that (B)(6) was the correct serial number. It appeared that the system was never accurately registered when replaced. Rep was going to call patient registration to get that updated. Rep had no information on the other questions at this time as rep was no longer in the pain division and will not have any more contact with the patient. Rep did not know the MRI was unrelated to the stimulator. Patient was going to work with the dr¿s office to schedule a follow up where she could get reprogramming. Please follow up with the rep that covers that patient¿s account.